Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6). Analysis was performed by a philips field service engineer (fse) who was dispatched onsite to further evaluate the unit and interview the customer. They mentioned random disconnections at the central station. The fse restarted the unit to resolve the issue and kept the system under observation for a few days. It was confirmed this was a philips supplied network. The root cause was unable to be provided since the system did not show any error messages. Based on the information available in the case, the cause of the reported problem was not confirmed, no device problem was found. The alleged malfunction was not confirmed, as the issue was unable to be replicated. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported intermittent telemetry signal dropouts occurred on floor 8 (cardiology - nursing control), affecting multiple devices last night. The device was in use on a patient at the time of the event, there was no adverse event reported.